Event description:
The patient was reportedly implanted with a biodesign or surgisis 4-layer tissue graft on (B)(6) md. To treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.